Event description:
Reporter alleged, that on (B)(6)2009, the patient received a discrepant blood glucose result of 32 mg/dl at 17:43 back to back with a result of 127 mg/dl at 17:45 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B)(6)2009, the patient received a discrepant blood glucose result of 53 mg/dl at 14:18 back to back with a result of 117 mg/dl at 14:23 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B)(6)2009, the patient received a discrepant blood glucose result of 47 mg/dl at 15:10 back to back with a result of 86 mg/dl at 15:13 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B)(6)2009, the patient received a discrepant blood glucose result of 23 mg/dl at 23:00 back to back with results of 17 mg/dl at 23:01 and 92 mg/dl at 23:04 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.